Manufacturer narrative:
Eval: no product or lot number info was provided. However, based on the info reported by our sales rep, this incident appears to be the result of user error. We do state in our instructions for use manual, c_t_pts_rev.0 in the warning section: "only physicians trained and experienced in percutaneous tracheostomy technique should use this device. Performance of percutaneous tracheostomy under bronchoscopic guidance is recommended to reduce chance of para-tracheal insertion and to determine the intra-tracheostomy tube." A risk analysis was conducted by quality engineering and found that the associated risk was not sufficient to warrant corrective action at this time. We will continue to monitor for similar complaints.

Event description:
A conversation was reported with a physician, who stated that another surgeon perforated the trachea into the esophagus of pt during the first time use of the product without the use of a bronchoscope. The pt expired as a result. No add'l info was available concerning this reported event.